Event description:
It was reported the patient (B)(6) suddenly experiences a loss of stimulation, has difficulty establishing communication between the patient programmer and ipg, difficulty increasing stimulation intensity and is experiencing an increased recharge interval. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.